Event description:
It was reported by the customer's mother customer received a button error alarm on the insulin pump. Customer's mother stated the insulin pump got wet. She stated the customer went swimming with the insulin pump and since it had cracks water got in it. Customer was treated with her brother's insulin pump. Customer's mother also reported there is fluid under the lcd display. The blood glucose reading was 20mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.